Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. There was no reported impact to the customer's blood glucose level. Customer changed the pump supplies to address the issue. Multiple attempts were made by tandem technical support to follow up with the customer on the reported issue; however no response from the customer was received.